Event description:
On (B)(6), 2009, the patient underwent a procedure using three components of gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. Tg3115/06822652 was first deployed proximally and tg3415/7046318 distally. An angiography showed type iii endoleak from the overlap due to its insufficient length, and tg3415/06018622 was additionally implanted to reline them. The final angiography showed the resolution of the type iii endoleak and the physician completed the procedure. The patient tolerated the procedure. The diameter of the aneurysm at the time of the procedure was 54mm. On (B)(6), 2009, the patient was discharged. On (B)(6), 2010, six month f/u exam identified no adverse event. The diameter of the aneurysm shrunk to 50mm. On (B)(6), 2011, two year f/u exam identified the aneurysm enlarging to 59mm. It was unknown whether there was any endoleak observed. The physician decided to monitor the patient. On (B)(6), 2012, three year f/u identified the type ii endoleak of unknown origin. The diameter of the aneurysm grew to 60 mm. It was reported that the physician decided to monitor the patient. No further info is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.